Event description:
According to the reporter, during this was a trochanteric fixation nail (tfn) procedure. After drilling a hole in the femur bone, the surgeon pulled the drill bit out and the scrub tech cleaned the flutes with lap sponge to reuse the drill bit. There was a presence of metal shavings of the drill bit on the sponge. Surgeon confirmed there were no fragments in the patient's bone. The procedure was completed with no further problems and no harm to the patient. The device was discarded by facility and will not be returned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.